Manufacturer narrative:
It was reported that the urinary catheter balloon "broke" while it was inserted in a patient. After multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional patient or product information to the manufacturer. It is unknown how long the urinary catheter was inserted for prior to the reported incident. It is unknown if a new urinary catheter was required to be inserted following the reported incident. No impact or adverse effect to the patient or the patient's stability was originally reported to the manufacturer. The sample involved in the incident was returned to the manufacturer for evaluation. The reported urinary catheter balloon break was confirmed. Based on the break pattern, it appeared the urinary catheter balloon had burst, potentially due to over-inflation. The reporting facility did not identify how much fluid was used to inflate the urinary catheter balloon. The urinary catheter balloon was also noted to have a blue tint and a blue fluid was identified within the inflation valve, suggesting that an unknown dyed fluid had been injected into the valve. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon "broke" while it was inserted in a patient.

Manufacturer narrative:
The manufacturer received additional information from the reporting facility. The urinary catheter was inserted by a urologist during a robotic right pyeloplasty, cystoscopy, right uteroscopy, right pyelogram, and right ureteral stent placement. Reportedly, the patient experienced post-operative pain to the urinary catheter insertion site. Upon removal, the urinary catheter was found to be leaking and the urinary catheter balloon was found to have burst. According to the reporting facility, a new urinary catheter was required to be inserted. No impact to the patient's stability was reported. If additional relevant information becomes available another supplemental medwatch will be filed.